Manufacturer narrative:
Visual inspection found that the device was returned with the dilator still inserted. The dilator was removed from the faradrive steerable sheath and it was visually confirmed that the tip was damaged with a sharp edge that represent a potential harm to the patient. The "quality control deficiency" conclusion code was selected for the confirmed allegation of damaged/defective dilator tip.

Event description:
It was reported that during a pulsed field ablation procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. The sheath was prepared on the sterile field, and when the physician was about to insert the device it was noticed that the tip of the dilator was damaged, like pinched closed, and would not fit on the torey wire. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.